Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to a possible perforation, as there was loss of capture and diaphragmatic stimulation occurred in both unipolar and bipolar configurations. This rv lead was replaced with the same model. No additional adverse patient effects were reported.